Event description:
A medtronic rep reported that the site's 5.5mm tap was clogged with bone and sterile processing could not clean it out, therefore, requested a new tap. This was not discovered during surgical use. There was no pt present.

Manufacturer narrative:
A replacement tap has been sent to the site, but the occluded tap has not been received back for analysis.